Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for suspected gastrointestinal (gi) bleeding where the patient presented with melena and dizziness. The patient had a push enteroscopy that found fresh blood in duodenum, but no active source of bleeding was found. A tagged red blood cell study showed bleeding in the jejunum. The patient went to for CT angiography where there was no source observed. Furthermore, the patient had another drop in hemoglobin and underwent an additional tagged red blood cell. Bleeding was observed again in jejunum. A second CT angiogram in interventional radiology on (B)(6) 2017 did not show anything. The patient¿s preexisting inr goal was 1.5-2 and the customer planned to start octreotide pending insurance approval. No additional information was provided.